Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a bio-arc on (B)(6) 2008 to treat her stress urinary incontinence and other injuries. Plaintiff's attorney alleged plaintiff has suffered severe and permanent bodily injuries, significant mental and physical pain, inflammation of pelvic tissue, and severe and debilitating injuries. Plaintiff's attorney also alleged plaintiff has undergone extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.